Manufacturer narrative:
The investigation for the reported purge disc/flag issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device logs from the complaint date showed multiple occurrences of the "purge disc not detected" alarm. Initially the pump was inserted before connecting the purge cassette, and the pump was then resumed at its previous p-level. Shortly after the purge cassette and disc were inserted, the "purge disc not detected" alarm was triggered and persisted even after the console was rebooted. The console was tested. The issue of purge disc not detected was reproduced by connecting the purge cassette. It was confirmed that the purge flag was missing/broken. The root cause for the purge disc not detected alarm was a broken purge flag.

Event description:
The complainant reported a patient was on impella support when there was an automated impella controller (aic) to aic transfer. The aic recognized the pump and resumed flows at p7. The purge cassette, bag and purge disc were transferred over to the new aic. There was a purge disc was not detected alarm. The alarm did not resolve despite attempts to reposition the purge disc, ¿burping¿ the tubing, and performing a cassette and bag change with a new purge cassette. The new purge disc expressed the same alarm. Ultimately, the decision was made to put the patient back on the original aic and transport the patient.